Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. Insulin was found to be accumulating under the skin. The site issue was reported as skin irritation/pain/infection. The insertion site was the abdomen. No further information available.